Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received unknown baclofen 2000mcg /ml; 96.2mcg/day in an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient medical history included a spinal cord injury. The concomitant medications were unable to be obtained. The pump and partial catheter explant occurred at some point due to infection. The pump and catheter were discarded by the hcp. A new pump and catheter were implanted on (B)(6) 2018. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was considered resolved as of (B)(6) 2018. The patient status was indicated to be alive with no injury. No further complications were reported/anticipated.